Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific crm received information that the patient had twiddler's syndrome and had twiddled the right ventricular (rv) lead . The rv lead also exhibited high threshold measurements, so it was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.